Manufacturer narrative:
If implanted; give date: n/a (not applicable). Lens was removed/replaced during the same procedure. If explanted; give date: n/a (not applicable). Lens was removed/replaced during the same procedure. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the tecnis simplicity preloaded intraocular lens (iol) was partially inserted into the patient's left (os) eye because the lens would not fully discharge. It was stuck in the cartridge. There was no injury reported. No further information is available.

Manufacturer narrative:
Corrected data: upon further review it was determined that this complaint does not meet reporting criteria and is therefore no longer considered a reportable event. No further information will be submitted under MDR 2648035-2021-07447. Additional information: section d9. Device available for evaluation? Yes returned to manufacturer on: 5/11/2021. Section h3. Device evaluated by manufacturer? Yes device evaluation: the product was returned in its original packaging. Also, the implant notification card and some labels were received. Upon evaluation of the device all the components were correctly engaged, no assembly error and/or defect related to the manicuring process was identified. The plunger was in a partially advanced position and the pushrod was centered. Traces of lubricating material can be observed in the cartridge. The lens was received outside the device with the haptics in a folding position, but no damaged/defect can be observed on the lens. Based in the analysis the reported issue was not verified and product quality deficiency was not identified. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device evaluation: product testing could not be performed since the product was not returned for evaluation. As per the information provided material is not available. If the product is returned regarding this event the case will be reopened to complete sample evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. Historical data analysis: a search of complaints revealed no additional complaints have been received for this production order number. Conclusion: as a result of the investigation, there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.